Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump settings showed the insulin on board was set to on and the duration was set to four hours. The black box showed a 2.8 unit bolus followed immediately by an unconfirmed replace cartridge alarm. The cartridge was not replaced and the pump was not primed. The insulin on board from the 2.85 unit bolus was delayed due to the unconfirmed alarm. A 2.85 unit bolus was performed for the investigation with the insulin on board set to four hours. The bolus was correctly reflected on the insulin on board status screen. At the end of the four hour duration period the insulin on board status screen correctly reflected zero units indicating the insulin on board was functioning properly.